Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 41 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as sweating profusely and slurred speech. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer alleged the pump was over delivering as it delivered one milliliter instead of units. Troubleshooting was completed but did not resolve the issue. The customer had change sensor and insulin flow blocked alarms in the pump memory. The insulin pump will be returned for analysis.